Manufacturer narrative:
Analysis cannot be performed and root cause cannot be identified. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
It is alleged that the patient was diagnosed with bacterial keratitis in the right (od) eye while using the device. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.

Manufacturer narrative:
New information received from company representative, follow-up report to correct suspect medical device manufacturing location and provide updated MFR report number. As the manufacturing site is being corrected, please use new manufacturer report number 2640128-2017-00003.